Event description:
Dr (B)(6) had a patient that had a colon perforation a few days after placement of an evolution colon stent (colon tumor). Patient had to undergo an emergency surgery and received an anus praeter. The stent had to be re-positioned in a second procedure, but had to be removed (including a part of the intestine) during an emergency procedure on (B)(6) early morning (intestine perforated). The stent was placed (B)(6) 2013. Patient was discharged from hospital on (B)(6) 2013. The patient returned with ileus symptoms to the hospital. One day later the stent was repositioned in another colonoscopy in distal direction. According to x-ray department the patient suffered in the night from (B)(6) 2013 from free air in the peritoneum. An emergency surgery was conducted and an artificial anus was placed. According to doctor the colon has been perforated at the proximal end of the stent. Patient had to undergo an emergency surgery and received an artificial anus. A section of the device did not remain inside the patient's body. The patient did require an additional procedure due to this occurrence: emergency surgery in colon after perforation. According to the initial reporter, the patient did experience an adverse effect due to this occurrence. Free air in the peritoneum. Additional information received: the patient has gone home from hospital.

Manufacturer narrative:
The actual lot number of the evo-25-30-10-c device involved in this complaint was not provided. As the lot number was not provided, therefore, it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. The device was not returned for evaluation. With the information provided a document based investigation was carried out. Images were requested and are not available. The complaint information stated that user of the device had the following issue: "the stent was placed on (B)(6) 2013. Patient was discharged from hospital on (B)(6) 2013. The patient returned with ileus symptoms to the hospital. One day later the stent was repositioned in another colonoscopy in distal direction. According to x-ray department the patient suffered in the night from (B)(6) 2013 from free air in the peritoneum. An emergency surgery was conducted and an artificial anus was placed. It was confirmed that the stent was removed with a piece of the colon attached. According to doctor the colon has been perforated at the proximal end of the stent." Additional information received indicated that the proximal end of the stent was directly attached to the wall. The stent must have migrated a little bit in the distal direction after implantation. As the device was not returned for evaluation and images were not provided the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. Prior to distribution evolution devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for evo-25-30-10-c could not be carried out as the lot # was not provided. As per the instructions for use ifu0052-7 that accompanies this device potential complications associated with gi endoscopy include but are not limited to perforation, pain, peritonitis, bowel impaction, diarrhoea, constipation, stent misplacement and/or migration. A two year review of the complaints history for evo-25-30-10-c devices revealed no other complaints in relation to "perforation" for this rpn. This, therefore, represents an isolated occurrence for this rpn over this time frame. No corrective action is warranted at this time. It has been confirmed that the patient is recovering well and has gone home from hospital since the surgery. The overall risk index of this complaint has been determined to be a medium risk. Complaints of this nature will continue to be monitored for potential emerging trends.